Manufacturer narrative:
Evaluation summary: the instrument was received with the packaging tray and in good condition. The device was noted to have a 1/16" piece of the silicone chipped off on the edge of the flex ring. Device opened and closed the iris as intended. Instrument passed the leak test.

Event description:
It was reported that during a colectomy, the device was "stuck". No patient consequences reported.